Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for damage, and the customer reported damage to the screen and battery tube side. The customer also reported that the functionality was affected. Troubleshooting was performed for display issues, and the customer reported partial display, and the pump was dropped. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit powered up properly after battery installation. After unit powered on, no partial display or missing segments were noted. Unit passed self test. Proceeded by cutting unit open. During deconstructive analysis, moisture damage on electronic assembly was noted. Isolate to electronic assembly. The following cosmetic damages were noted: cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, battery tube threads - cracked, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations for partial display were not confirmed when no partial display was noted during testing. Customer's allegations for missing display window cover were not confirmed when the display cover was intact during visual inspection. However, customer allegations for cracked case battery tube were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted. Due to moisture damage noted during deconstructive analysis, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.